Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous superficial femoral artery. After a non bsc guide wire crossed the target lesion, a 6.0mmx60mmx135cm sterling balloon catheter was advanced and used to dilate lesion. The balloon was inflated 4 times: 10 atm during the first inflation and 12 atm at second and third inflation. At the 4th inflation, the balloon ruptured at 12 atm. The procedure was completed using another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed and calcified lesion was located in the moderately tortuous superficial femoral artery. After a non bsc guide wire crossed the target lesion, a 6.0mmx60mmx135cm sterling balloon catheter was advanced and used to dilate lesion. The balloon was inflated 4 times: 10 atm during the first inflation and 12 atm at second and third inflation. At the 4th inflation, the balloon ruptured at 12 atm. The procedure was completed using another of the same device. No complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the sterling catheter was received with no original packaging or other devices. There was blood in the balloon and in inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, water emitted from the tip. There was a hole in the inner shaft 22mm from the proximal edge of the distal markerband. The diameter of the hole was slightly larger than the outer diameter (od) of a .014" wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. In summary, the returned device exhibited damage consistent with the reported balloon burst; however, there was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).